Event description:
It was reported that the patient presented remotely via merlin.net transmission. The cardiac resynchronization therapy defibrillator exhibited nonsustained ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes to decrease ventricular sensitivity have been suggested. No further information is available.